Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for bursitis. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2016, date of event (onset): (B)(6) 2020, (right hip). Treatment: injection : lidocaine and dexamethasone.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected h6 patient code 3191 - no code available is now used to capture surgical intervention instead of minor injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was stated that on (B)(6) 2022, patient presents with pain and stiffness of the right hip. Physical exam reveals rom within normal limits. Radiology identifies a well-fixed and stable right hip. The physician notes the patient has pain on palpation of the bursa. The patient is diagnosed with right trochanteric bursitis. Patient is treated with a right hip steroid injection performed under sterile conditions. The procedure was completed without complications. Doi: (B)(6) 2016, doe : (B)(6) 2020 (injection), right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached x-ray images was not able to confirm the reported complaint. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No code available (3191) is used to capture bursitis.